Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose level was 300-400 mg/dl at the time of incident. Customer's current blood glucose level was 100 mg/dl. Other relevant blood glucose level was 200 mg/dl. The customer experienced the symptom such as felt sick to stomach. The customer treated high blood glucose with bolus. Troubleshooting was performed. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. They also stated that the insulin pump had a no delivery alarm but it was resolved. The product will not be returned for analysis.